Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. The pump was still functional however, the contact was unsure how the pump screen became cracked. The customer's blood glucose level was 145 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35032.